Event description:
It was reported that after reconnecting to the ilet following a hospital stay (for a different reason), the user experienced persistent hyperglycemia despite insulin delivery and confirmed very high blood glucose readings by meter, with a highest value of approximately 543 mg/dl and about eight hours above 180 mg/dl; the user subsequently performed tubing-only replacement followed by full infusion set, cartridge, and insulin replacement and later reported a fsl3+ continuous glucose monitor (cgm) value of 130 mg/dl. Investigation included product assessment through troubleshooting and education by technical support with infusion set and insulin changes. Further investigation of this case revealed that the cause of hyperglycemia was unclear, with potential infusion set or flow interruption considered but not confirmed. Symptoms included thirst without other acute complaints. Outcomes included no medical intervention, no assistance from others, no ketone testing, no backup therapy use, no alarms beyond sustained high glucose notifications, and no immediate health effects. It was concluded that, based on previously established findings for similar reports, the event was user-manageable with supply changes and that causality to the device could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.